Manufacturer narrative:
Unit passed the self test and displacement test. Insulin pump trace download confirmed pump error 63 (variable 3), problem isolated to the keypad.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to rewind the insulin pump. The insulin pump will be returned for analysis.